Event description:
It was reported that the pulse generator exhibited loss of capture. The patient was transported to the hospital due to syncope, during which time pacing spikes were not present on the electrogram (egm) and ventricular lead impedance was 1156 ohms. At a follow-up two days later no anomalies were noted. The physician elected to replace the pacemaker.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.